Event description:
The patient now has a (B)(6) ai battery that they cannot turn off and on. Patient said they also had a (B)(6) lead that was not working. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).